Event description:
After washing the device after use, it was found that the tip of the blade was broken. The broken tip was missing. There is a possibility that the broken tip still remains in the pt's body.

Manufacturer narrative:
Further info has been requested by the hospital via the distributor. Bioplate is unable to determine if the complaint is an actual or potential adverse event until further info from the distributor has been rec'd. Bioplate is unable to confirm when and where the tip of the cutter was broken versus when it was observed.